Manufacturer narrative:
(B)(4). Eval, results: (stroke). Eval, conclusion: (based on the info provided, no root cause can be determined).

Event description:
One endeavor rx drug-eluting stent implanted to the mid lad during index procedure. Pt was asymptomatic at 30 day and 6 month f/u. Revascularization was performed approx 1 year post index procedure. Clinical indication for intervention was objective signs of ischemia at rest or during exercise, presumably related to the target vessel. Pt underwent ptca with stenting of an endeavor sprint drug-eluting stent in the mid lad. The investigator reports that the event was not related to the study device/ procedure. Pt was asymptomatic at 1.5 and 2 year follow ups. Approx 13 months later, the pt suffered a stroke. The investigator reports that the event was not related to the study device/ procedure. Pt was asymptomatic at 2.5 and 3 year follow ups. Reference MFR report number 9612164-2011-00082.